Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information received: the tip fell off inside the patient. They were able to retrieve the broken tip and it was placed in a bag with the device. There was no patient harm and the plan of care remained the same.

Manufacturer narrative:
(B)(4). Following information requested but unavailable: did the moveable top jaw (tip) fall into the patient? Was the detached top jaw retrieved from the patient? Did this cause a change in the plan of care for the patient?

Event description:
It was reported that during a laparoscopic esophagectomy procedure on the 3rd firing the tip broke off. It is unknown how or if it was retrieved. The procedure was completed using a like device of the same product code. No additional information was available at the time of the call. There were no patient consequences reported.